Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was being applied to the vessel during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle and jaws were able to close but the device misfired. Another device was used. There was no patient injury.